Event description:
During implantation, locking ring malfunctioned causing delay in surgical procedure.

Manufacturer narrative:
Full evaluation was not possible as only a component of the device was returned for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.